Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the pacing test. There is no patient involvement.

Manufacturer narrative:
The representative suspects that the power pca needs replacement, however, the customer declined evaluation of the device. The heartstart xl is out of support and replacement parts are no longer available.